Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem user guide: always remove all air bubbles from the cartridge before beginning insulin delivery. Ensure there are no air bubbles when drawing insulin into the filling syringe, hold the pump with the white fill port pointed up when filling the tubing, and ensure that there are no air bubbles in the tubing when filling. Air in the system takes space where insulin should be and can affect insulin delivery. H3 other text : device not returned.

Event description:
It was reported that an occlusion alarm occurred. Customer's continuous glucose monitor read "high," however, specific blood glucose (bg) value was not provided. A correction bolus via the pump was delivered to address bg. Reportedly, the customer was not performing the air removal step. Tandem clinical support informed customer to remove any residual air when filling a new cartridge. Customer changed pump supplies to address the issue.